Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a product surveillance registry regarding a patient receiving hydromorphone (200.0 mcg/ml at 80.53 mcg/day) and bupivacaine (15.0 mg/ml at 6.040 mg/day) via an implanted pump. The indication for pump use was post laminectomy pain and non-malignant pain. It was reported that the patient experienced symptoms of opioid withdrawal secondary to a low/empty pump reservoir. Rather than refill the pump, the patient elected to have the device explanted, as she felt her pain was tolerable and she had already withdrawn from the opiates. On (B)(6) 2016 the patient reported the withdrawal symptoms and clonidine and promethazine were administered. The outcome was reported as "resolved without sequelae (B)(6) 2016." The event was related to the device or therapy, not related to the implant procedure, and related to the drug hydromorphone with the drug action that cause the event noted to be "low/empty pump reservoir."

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Analysis of the pump found ¿no anomaly¿. Analysis of the catheter found ¿catheter body ¿ kink observed¿ and ¿catheter body ¿ damage to transition tube¿. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated that the cause of the empty pump reservoir was that the patient had missed her scheduled refill appointment.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.